Event description:
Per surgeon's operative note dictation, during the removal of the gall bladder, disintegration of the hassan port occurred. A small piece used for ensuring of the hassan cannula to the 1-0 vicryl fell from the hassan cannula and was found outside the patient. The hassan cannula was immediately replaced with a new one. Abdominal x-ray confirmed there was no foreign body in the patient.